Event description:
Boston scientific received information that during a lead replacement due to a right ventricular lead fracture, interrogation noted noise, inappropriate antitachycardia, and shock therapy on the ventricular channel. The lead was explanted and will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, three segments of the lead were returned. Visual inspection noted that the abrasion sleeve was bunched, and the proximal and distal shocking coils were separated from the medical adhesive. In addition, the high voltage cable is ripped apart and disconnected from the terminal pin. This appears to be damage during the explant procedure. The lead was tested and passed continuity testing and x-ray examination revealed no conductor fracture.